Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm cadiere forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and was found to have a proximal clevis that was detached from the main tube. No material was missing and complete fastening of the proximal clevis was existing. Additional observations: the instrument had broken grip and pitch cables at proximal clevis. The cables were fully broken.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have a fully detached proximal clevis and the grip and pitch cables were fully broken. The instrument's pitch cables broke near the distal end of the hypotubes, and the instrument grip cables broke around 0.4" away from the distal end of the hypotubes. There was no additional damage to the grip face that would have suggested that the wires were cut manually. Upon further inspections of the cables, it was found that the cable was discolored. The cable discoloration is likely a symptom of cable corrosion. The likely cause of the cable corrosion is reprocessing with a strong chemical that can degrade the tungsten cables.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed-up with the initial reporter and obtained following additional information regarding central processing : the site was reprocessing and sterilizing the instruments thoroughly as per isi instructions. They did not use hydrogen peroxide or any similar chemical products. Correction : h8. Was updated to initial use of device.